Event description:
A pericardial effusion was reported during a case. No additional details given. Inspite of multiple attempts to inquire further information regarding the patient condition and medical intervention performed for this case, no clarification was provided.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation.